Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was unable to duplicate the reported event. The reported leak was cleaned prior to the technician's arrival. The technician ran a diagnostic and processing cycle but the unit did not leak. The technician inspected the lid and observed all bracket hardware, latch assembly, and inflatable seal were operating properly. No issues were noted. After testing the unit and confirming it to be operating according to specification, the technician returned the unit to service. No additional issues have been reported. The operator manual states (pp.7-4), "if resistance is met, stop, inspect positioning of the processing tray/ container, device and aspirator assembly." "Caution: do not force lid to close." The unit is under steris contract agreement for maintenance. Preventive maintenance was last performed on 9/8/2015.

Event description:
The user facility reported that their system 1e was leaking water from the lid. No report of injury.